Event description:
N/a.

Manufacturer narrative:
A visual inspection was performed on the returned balloon catheter and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. In this case, the device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to case circumstances of the procedure. In this case, it is likely that during inflation the balloon outer surface became compromised and/or damaged against the anatomy resulting in the reported balloon rupture. The noted damages on the balloon catheter likely occurred during retraction through the anatomy and/or other devices used in the procedure. It should be noted that the armada 18, pta catheter ce instructions for use states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended. Additionally, section viii introduction and dilatation) step 5 states: when an acceptable position has been reached, inflate the balloon to achieve the desired dilatation. Caution: do not exceed the rated burst pressure. Higher pressure can damage the balloon or catheter or over distend the selected artery. In this case, although it was reported that the balloon was inflated above rated burst pressure, the inflation above rated burst pressure does not appear to have caused or contributed to the reported balloon rupture. It¿s likely that the balloon outer surface became damaged or compromised against the anatomical conditions resulting in the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left popliteal artery. A 6x150mm armada 18 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance, and the balloon ruptured during the third inflation at 18 atmospheres, which is above the rated burst pressure. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.